Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal did not maintain proper form after deployment. The same device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history records review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).